Event description:
It was reported that when using the BD Pyxis¿ ES Server, the stations were on disconnected mode. Customer tried to reboot, but issue was not resolved. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & H.4: Serial Number, Unique Device Identifier, and Manufacturer Date not available.Upon investigation of the actual device used in this incident, it was determined that the stations were on disconnected mode. A technical support specialist (TSS) remotely accessed the server and investigated an authentication issue that prevented access to the pharmacy enterprise server. The TSS reviewed the extract, transform, and load process errors and identified that the reporting database transaction log had become full because database backups were not running successfully. The TSS followed the applicable knowledge article titled DBO.sysssislog table bloated - DSServerReports database growing large, analyzed the database growth, and confirmed that the system log table was consuming excessive space. The TSS verified that the automated maintenance job was enabled but determined that the backup process was failing due to an incorrect backup folder name. The TSS corrected the folder name, manually executed the backup job, and confirmed that it completed successfully, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the issue.